Event description:
It was reported the patient presented with a hematoma. The moderate sized hematoma was evacuated and the pocket closed without complications. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event. The patient was a participant in the adapt response clinical study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 429878 lead implanted: 2015-(B)(6); 693565 lead implanted: 2015-(B)(6). (B)(4).